Event description:
A customer reported that during a procedure, a system message displayed, illumination stopped working, and the system locked. The procedure could not be completed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).